Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete device, patient, and initial reporter information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
This event is being filed to report an event wherein the patients lead had high impedances due to fracture. This event was captured within a literature review. As a result, surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.